Event description:
Event description guidant received information that approximately one week after implant, capture failure was observed on both this atrial and right ventricular lead. The impedance measurements had dropped and lead insulation damage was suspected. A revision procedure was performed. Both leads and the device were explanted. Insulation damage at the clavicle first rib site was confirmed visually at explant. Although the physician believes the issue to be insulation damage, he requested that the device be analyzed as well.